Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
E1.: (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
It has been identified, that the device associated with this record is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.